Manufacturer narrative:
Investigation summary: DHR, maintenance record analysis and quality notification analysis were reviewed and no deviation was found for this batch. Photos related to the incident were received for analysis and it was possible to observe yellowish foreign matter. However due the absence of physical samples it was not possible identify the fm. The manufacturing process are validated with defined acceptance criteria. The incident identified by this complaint will be monitored to trend analysis.

Event description:
It was reported that bd plastipak¿ syringe luer-lok¿ had foreign matter on it. This was discovered before use. The following information was provided by the initial reporter: when the customer opened the first box and the syringe containers felt the syringes were a yellowish color and the tip reddish. The primary packaging's are integrated, only the single packaging's which exhibit this defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe luer-lok¿ had foreign matter on it. This was discovered before use. The following information was provided by the initial reporter: when the customer opened the first box and the syringe containers felt the syringes were a yellowish color and the tip reddish. The primary packaging's are integrated, only the single packaging's which exhibit this defect.